Event description:
The device was used during a tfc fusion cage explantation. Reportedly, the cage was explanted due to radicular pain with lateral displacement of the cage. The pt had a trauma in early post-operative period. The hosp has reported the pt's condition is satisfactory.